Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, while loading, the piston went through the lens and damaging the lens and the posterior haptic. As a result it was not possible to insert it. The procedure was completed on the same day and there was no patient contact. Additional information was received and stated, the operation was completed by using a second lens. There are three medical device reports associated with this report. This is 2 of 3.